Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was unable to perform the displacement and occlusion tests due to missing retainer. The pump was received with missing reservoir tube o-ring, and a cracked keypad overlay at select button. The pump was also received with a scratched case, minor scratches to the display window and keypad overlay texture damage.

Event description:
Customer reported via phone call that their insulin pump was damaged. Damage reported was a crack in the case on the reservoir ring. Blood glucose level at the time of call is unknown. The device will be returned for analysis.